Event description:
Customer reported a button error on her insulin pump while she was on vacation. She removed the device and has not worn it until she came back from her vacation. Customer removed the battery when the alarm occurred to stop the alarm. Customer's blood glucose was unknown. She stated the device was exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.